Event description:
It was reported by service report that the wheel lock wheel was worn. The customer reported that the did not know if there was pt involvement or if there were adverse consequences to report.